Event description:
Patient was revised to address poly wear and loosening of the patella. It was noted that the patella sheared off the bone; the patient said he fell, but that the pain was there before the fall. The sales rep indicated that the patella was overstuffed.

Manufacturer narrative:
The investigation confirmed anticipated wear for a polyethylene knee device implanted for approximately four years. The investigation confirmed the fixation pegs have fractured. The investigation could not draw any conclusions about the fractured fixation pegs; however, the initial reporting stated the patient experienced trauma (fall). Additional provided information stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.